Event description:
It was reported that the balloon froze on the wire. The target lesion was located in a severely tortuous and severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the device got stuck on the guidewire. The device and guidewire were removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.